Event description:
A zoll pt svc rep (psr) called zoll customer support to report that a (B)(6) female pt was receiving a svc code 29 (charge profile fault). The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (charge profile fault) has been confirmed. As received the monitor was displaying a charge profile fault. The cause for the faults was isolated to debris on the monitor's interconnect board. The root cause for the debris could not be positively identified. After cleaning and reseating the interconnect board, the monitor was fully functional. No adverse event resulted from the defective monitor. The pt received a replacement monitor.